Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. She stated that the insulin pump had not been working for days since the alarm occurred. She noted that the alarm had occurred when she went to replace the reservoir and changed the battery. The customer's blood glucose was 340 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test with 261.6 units remaining on the status screen, and the issue was followed by a motor error alarm during the rewind process due to the motor encoder signal being out of phase. The insulin pump was received with a cracked case at the display window corners. The insulin pump was also received with a minor scratched liquid crystal display window. Please see medwatch report # 2032227-2014-02648.